Manufacturer narrative:
D10: concomitants: (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6), 300-20-02 - equinox square torque define screw drive kit. (B)(6), 300-30-07 - equinoxe preserve stem 7mm. (B)(6), 310-01-44 - equinoxe, humeral head short, 44mm (alpha). (B)(6), 321-52-07 - 3.2mm drill bit sterile. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a 68 yo female patient who had a right shoulder implanted I underwent a revision procedure. The patient complained of pain. Loose glenoid that failed indicated. Poor pt stated. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. The explanted device is not available for return due to chain of command. Device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6 MDR section codes updated/corrected: b, c, d, e the pain, prosthesis wear, and glenoid fracture reported may be the result of the glenoid loosening as reported. The cause of the glenoid loosening cannot be confirmed but may be due to improper seating of the implant or off-axis drilling of the peg holes during implantation. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.